Manufacturer narrative:
The reported event of unconventional restart can be confirmed based on log file review. The user received a message that the case was aborted abnormally and asked if they want to resume the case. More specific information as to why the unconventional restart occurred could not be determined.

Event description:
It was reported that during a craniotomy an error occurred, for which the surgeon elected to abort the use of navigation. The procedure was completed successfully without any impact to the patient.

Event description:
It was reported that during a craniotomy an error occurred, for which the surgeon elected to abort the use of navigation. The procedure was completed successfully without any impact to the patient.

Event description:
It was reported that during a craniotomy an error occurred, for which the surgeon elected to abort the use of navigation. The procedure was completed successfully without any impact to the patient.